Manufacturer narrative:
Reference MFR report #s 2916596-2016-00008 and 2916596-2016-00561 for the previous reports of pvad exchange due to suspected thrombus. (B)(4). Approximate age of device - 48 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a right paracorporeal ventricular assist device (pvad). It was reported that the right pvad pump was exchanged on (B)(6) 2016 due to suspected thrombus. It was reported that no thrombus was seen in the pump upon explant. The patient had a history of two previous pvad exchanges within the previous four months due to suspected thrombus in the pump. On (B)(6) 2016, the patient expired. The cause of death listed was "elective withdrawal of life support". Further information was requested but not provided.

Manufacturer narrative:
No equipment was returned for evaluation. According information provided by the hospital personnel on 09/27/2016, the products were believed to be discarded. The report of suspected thrombus could not be confirmed. The instructions for use lists thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.